Event description:
Boston scientific received information that this device system exhibited a daily measurement reading of an rv pacing impedance measurement greater than 3,000 ohms, gradually decreasing to less than 200 ohms, with an intrinsic amplitude measurement of 2.3 mv. The non-pacemaker dependent patient did not experience any adverse effects as a result of this clinical observation. Range of motion testing created noise on the rv lead. The device was programmed to monitor only and the patient was given a lifevest. A replacement procedure was planned.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.